Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 10 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented with altered mental status and melena. Hemoglobin and hematocrit were found to be low and the patient was admitted to the hospital for critical anemia. An esophagogastroduodenoscopy (egd) with pillcam revealed a arteriovenous malformation in small bowel. The patient was given intravenous fluids (ivfs), transfused with 6 units of packed red blood cells (prbc) and started on octreotide continous infusion. The manufacturer's technical service reviewed a log file that was submitted on (B)(6) 2018 and found low flows with high pi readings. The vad clinician believed that the low flows were caused by the hypovolemia secondary to significant gi bleed. As of (B)(6) 2018, the patient was still admitted in stable condition.